Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred at the 2nd firing and the jaws were slightly twisted at that time. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: was cholangiogram done on procedure? ---the information was not provided from the hospital. Did scissored clip cut structure? ---the information was not provided from the hospital. Did bleeding occur when structure was cut? ---the information was not provided from the hospital. If bleeding, please quantify amount of bleeding that occurred. Did cut structure result in change of procedure or alteration in post-op patient care? Was scissored clip retrieved? ---the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---around cystic duct. Was the clip fully advanced into the jaws prior to firing? ---yes. Were there any feeding issues experienced with the device? ---no. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? ---the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no. Was clip fired over another clip or hard structure? ---no. Was the device fired after this incident in or out of the patient? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital. The analysis results found that the er320 instrument was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed five scissored clips and then six clips were formed as intended. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was cholangiogram done on procedure? The information was not provided from the hospital. Did scissored clip cut structure? The information was not provided from the hospital. Did bleeding occur when structure was cut? The information was not provided from the hospital. If bleeding, please quantify amount of bleeding that occurred. Did cut structure result in change of procedure or alteration in post-op patient care? Was scissored clip retrieved? The information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Around cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital. Was there a recent conversion to ees devices in this account or with this surgeon? The information was not provided from the hospital.